Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unresponsive on carefusion screen. A technical support specialist (tss) dialed into the station and confirmed the medication application was auto launched successfully. Further, the tss dialed into the server, performed general checks, ran site down query and verified messages were current and no critical notices observed in health sight viewer (hsv) and confirmed that there were no issues found. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was frozen on the carefusion screen. The customer reported that this malfunction caused a delay in dispensing medication to patients and nurse had to access the medications from pharmacy. However, there were no adverse events or injuries reported based on this event.